Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 30-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pump tubing for the ablation system appeared to have too much adhesive as there was no fluid flowing through the unit. A second set of tubing was opened to set up for subsequent procedures. There was no patient present when this issue was identified.